Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with an unspecified antibiotics (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was not recovering from the event. Pd therapy was discontinued, the pd catheter was removed and the patient shifted to hemodialysis. No additional information is available.